Event description:
The customer reported after recent calibration the etc02 malfunctioned, failed op check. There was no report of pt malfunction.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.